Event description:
The tip of a conmed edge bipolar arthroscopic wand (mfg # aes-90sn) broke off in the patient's knee. This is a disposable one-time use item. The tip was retrieved by the surgeon. X-ray was required to remove the piece from the patient. FDA safety report ID # (B)(4).